Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while removing the delivery catheter system (dcs) the nose cone became stuck on the struts of the inflow portion of the valve and dislodged the valve into the aorta, partially occluding the left coronary artery. An attempt was made to snare the valve into a better position, however, the patient arrested. The valve was surgically removed and replaced with a surgical valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.